Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-tshr assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 37.98 iu/l. The initial result did not match the patient's clinical history and the same sample was then repeated on the same analyzer on (B)(6) 2024. Repeat result: 1.75 iu/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.